Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after firing, the surgeon found the jaw can not open. Another device was used to complete the procedure. There were no adverse consequences for the patient.